Manufacturer narrative:
A motor error alarm occurred during testing, due to slightly loose drive support disk. The motor passed motor test. The insulin pump was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he received a motor error on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 230 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.